Event description:
A us distributor reported that a patient was experiencing check therapy electrode and adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrodes/ adjust belt messages) has been confirmed. Upon investigation the electrode belt the white wire in the ECG "c&d" cable was pinched, causing the falloff test failure. The root cause for the pinched wire could not be positively identified. No adverse event resulted from the damaged belt.